Event description:
Follow-up information was received from a manufacturer representative, no new information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The representative reported that the patient had their previous ins system explanted on (B)(6) 2016 due to an infection. No device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.